Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was not displaying the image on screen. There were no reports of patient harm. Related patient identifier: (B)(4).

Manufacturer narrative:
In speaking with olympus technical assistance center (tac). The customer was asked to verify cabling was secure. Tac had the customer clean the connectors with 70% isopropyl alcohol and dry. Tac had the customer switch out the cabling from a tower that was working to verify cabling. The customer was able to get color bars but also received an e309 error: digital lights source cable connected incorrectly. The customer then reconnected a working cable and the error disappeared. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.